Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus, cornu"), pelvic pain ("pelvic pain /pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 24-year-old female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, chest wall pain, dysfunctional uterine bleeding and cervix carcinoma (she underwent cervical conization procedure in march with pathology showing cin2 and carcinoma in situ.). Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia ((painful sexual intercourse))") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, uterine haemorrhage, urinary tract infection and dysmenorrhoea outcome was unknown and the pelvic pain, dyspareunia, menorrhagia and vaginal haemorrhage was resolving. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as previously reported as she did not undergo essure confirmation test . Diagnostic results (normal ranges are provided in parenthesis if available): salpingectomy: on (B)(6) 2017: bilateral removal of fallopian tubes. She underwent essure confirmation test. Most recent follow-up information incorporated above includes: on 21-jun-2018: pfs and medical record received: new reporters and reporter information added. Plaintiff demography added. Concomitant conditions were added. Event dysmenorrhea added event: she did not undergo essure confirmation test deleted as now reported as she underwent essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus, cornu"), pelvic pain ("pelvic pain /pain") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, chest wall pain, dysfunctional uterine bleeding and cervix carcinoma (she underwent cervical conization procedure in (B)(6) with pathology showing cin2 and carcinoma in situ.). Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia ((painful sexual intercourse))") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and surgery (underwent a vaginal hysterectomy with a bilateral salpingectomy due to complications of device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, uterine haemorrhage, urinary tract infection and dysmenorrhoea outcome was unknown and the pelvic pain, dyspareunia, menorrhagia and vaginal haemorrhage was resolving. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as previously reported as she did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): salpingectomy - on (B)(6) 2017: bilateral removal of fallopian tubes she underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 08-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus, cornu"), pelvic pain ("pelvic pain /pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 23-year-old female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia and asthma. Concurrent conditions included ovarian cyst, chest wall pain, dysfunctional uterine bleeding and cervix carcinoma (she underwent cervical conization procedure in march with pathology showing cin2 and carcinoma in situ.). Concomitant products included fluoxetine hydrochloride (prozac) since 1998, hydrocodone since 2015, ibuprofen since 2009, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft) since 1998. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). On (B)(6)2011, the patient experienced dyspareunia ("dyspareunia ((painful sexual intercourse))"). In january 2015, the patient experienced depression ("psychological or psychiatric problem condition: depression") and anxiety ("psychological or psychiatric problem condition: mental anguish"). On (B)(6)2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6)2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain lower ("lower quadrant area pain") and post-traumatic stress disorder ("ptsd"). The patient was treated with alprazolam, clonazepam (klonopin) and surgery (total hysterectomy (uterus and cervix removed), bilatral salpingectomy and underwent a vaginal hysterectomy with a bilateral salpingectomy due to complications of device). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, urinary tract infection, dysmenorrhoea, depression, anxiety and post-traumatic stress disorder outcome was unknown and the pelvic pain, uterine haemorrhage, dyspareunia, menorrhagia, vaginal haemorrhage, abdominal pain, back pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, post-traumatic stress disorder, urinary tract infection, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as previously reported as she did not undergo essure confirmation test . Diagnostic results (normal ranges are provided in parenthesis if available): salpingectomy - on (B)(6)2017: results: bilateral removal of fallopian tubes. Diagnostic results: she underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received : new events, " abdominal pain, lower quadrant pain, back pain, ptsd " were added.outcome of events, " abdominal pain, back pain, abdominal pain lower, uterine haemorrhage " were updated to " recovering/resolving ". Onset dates of events were added and updated. Concomitant and treatment medications were added. Medical history was added. Reporter contact information was updated. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus, cornu"), pelvic pain ("pelvic pain /pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 24-year-old female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst, chest wall pain, dysfunctional uterine bleeding and cervix carcinoma (she underwent cervical conization procedure in march with pathology showing cin2 and carcinoma in situ.). Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia ((painful sexual intercourse))"), depression ("psychological or psychiatric problem condition: depression") and anxiety ("psychological or psychiatric problem condition: mental anguish"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy) and surgery (underwent a vaginal hysterectomy with a bilateral salpingectomy due to complications of device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, uterine haemorrhage, urinary tract infection, dysmenorrhoea, depression and anxiety outcome was unknown and the pelvic pain, dyspareunia, menorrhagia and vaginal haemorrhage was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as previously reported as she did not undergo essure confirmation test . Diagnostic results (normal ranges are provided in parenthesis if available): salpingectomy - on (B)(6) 2017: bilateral removal of fallopian tubes. She underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received. Events depression and mental anguish were added. Onset date of event added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus, cornu/migration') and pelvic pain ('pelvic pain /pain') in a 23-year-old female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia and asthma. Concurrent conditions included ovarian cyst, chest wall pain, dysfunctional uterine bleeding and cervix carcinoma (she underwent cervical conization procedure in march with pathology showing cin2 and carcinoma in situ.). Concomitant products included fluoxetine hydrochloride (prozac) since 1998, hydrocodone since 2015, ibuprofen since 2009, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft) since 1998. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia ((painful sexual intercourse))") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problem condition: depression") and anxiety ("psychological or psychiatric problem condition: mental anguish"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), back pain ("back pain"), abdominal pain lower ("lower quadrant area pain"), post-traumatic stress disorder ("ptsd"), genital haemorrhage ("genital bleeding") and psychological trauma ("psych injury"). The patient was treated with alprazolam, clonazepam (klonopin) and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy and underwent a vaginal hysterectomy with a bilateral salpingectomy due to complications of device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, dysmenorrhoea, depression, anxiety, post-traumatic stress disorder and psychological trauma outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection and genital haemorrhage had resolved and the uterine haemorrhage, dyspareunia, abdominal pain, back pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post-traumatic stress disorder, psychological trauma, urinary tract infection, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as previously reported as she did not undergo essure confirmation test . Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female. Diagnostic results (normal ranges are provided in parenthesis if available): salpingectomy - on (B)(6) 2017: results: bilateral removal of fallopian tubes. Diagnostic results: she underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: extension of expected date of next report for ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus, cornu/migration') and pelvic pain ('pelvic pain /pain') in a 23-year-old female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia and asthma. Concurrent conditions included ovarian cyst, chest wall pain, dysfunctional uterine bleeding and cervix carcinoma (she underwent cervical conization procedure in march with pathology showing cin2 and carcinoma in situ.). Concomitant products included fluoxetine hydrochloride (prozac) since 1998, hydrocodone since 2015, ibuprofen since 2009, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft) since 1998. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia ((painful sexual intercourse))") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problem condition: depression") and anxiety ("psychological or psychiatric problem condition: mental anguish"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), back pain ("back pain"), abdominal pain lower ("lower quadrant area pain"), post-traumatic stress disorder ("ptsd"), genital haemorrhage ("genital bleeding") and psychological trauma ("psych injury"). The patient was treated with alprazolam, clonazepam (klonopin) and surgery (vaginal hysterectomy with a bilateral salpingectomy due to complications of device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, dysmenorrhoea, depression, anxiety, post-traumatic stress disorder and psychological trauma outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection and genital haemorrhage had resolved and the uterine haemorrhage, dyspareunia, abdominal pain, back pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post-traumatic stress disorder, psychological trauma, urinary tract infection, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as previously reported as she did not undergo essure confirmation test . Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female. Diagnostic results (normal ranges are provided in parenthesis if available): salpingectomy - on (B)(6) 2017: results: bilateral removal of fallopian tubes. Diagnostic results: she underwent essure confirmation test. Lot number: 628445 manufacture date: 2008-12 expiration date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus, cornu/migration') and pelvic pain ('pelvic pain /pain') in a 23-year-old female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia and asthma. Concurrent conditions included ovarian cyst, chest wall pain, dysfunctional uterine bleeding and cervix carcinoma (she underwent cervical conization procedure in march with pathology showing cin2 and carcinoma in situ.). Concomitant products included fluoxetine hydrochloride (prozac) since 1998, hydrocodone since 2015, ibuprofen since 2009, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft) since 1998. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia ((painful sexual intercourse))") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problem condition: depression") and anxiety ("psychological or psychiatric problem condition: mental anguish"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), back pain ("back pain"), abdominal pain lower ("lower quadrant area pain"), post-traumatic stress disorder ("ptsd"), genital haemorrhage ("genital bleeding") and psychological trauma ("psych injury"). The patient was treated with alprazolam, clonazepam (klonopin) and surgery (total hysterectomy (uterus and cervix removed), bilatral salpingectomy and underwent a vaginal hysterectomy with a bilateral salpingectomy due to complications of device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, dysmenorrhoea, depression, anxiety, post-traumatic stress disorder and psychological trauma outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection and genital haemorrhage had resolved and the uterine haemorrhage, dyspareunia, abdominal pain, back pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post-traumatic stress disorder, psychological trauma, urinary tract infection, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as previously reported as she did not undergo essure confirmation test . Patient received treatment for events- vaginal bleeding, menorrhagia, pelvic pain female. Diagnostic results (normal ranges are provided in parenthesis if available): salpingectomy - on (B)(6) 2017: results: bilateral removal of fallopian tubes. Diagnostic results: she underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported event- pelvic pain female, vaginal haemorrhage, menorrhagia were updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), device expulsion ("migration of essure device location of device: uterus, cornu") and uterine haemorrhage ("abnormal uterine bleeding") in a 24-year-old female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 1 month 9 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia ((painful sexual intercourse))"). The patient was treated with surgery (underwent a vaginal hysterectomy with a bilateral salpingectomy due to complications of device) and surgery (total hysterectomy (uterus and cervix removed), bilatral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, menorrhagia and vaginal haemorrhage was resolving and the device expulsion, uterine haemorrhage and urinary tract infection outcome was unknown. The reporter considered device expulsion, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): salpingectomy - on (B)(6) 2017: bilateral removal of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events abnormal bleeding (vaginal), urinary tract infection , migration of essure device location of device: uterus,cornu, (painful sexual intercourse), she did not undergo essure confirmation test," lab test added, reporter from pfs, event outcome added as recovering. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus, cornu/migration') and pelvic pain ('pelvic pain /pain') in a (B)(6) female patient who had essure (batch no. 628445) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia and asthma. Concurrent conditions included ovarian cyst, chest wall pain, dysfunctional uterine bleeding and cervix carcinoma (she underwent cervical conization procedure in march with pathology showing cin2 and carcinoma in situ.). Concomitant products included fluoxetine hydrochloride (prozac) since 1998, hydrocodone since 2015, ibuprofen since 2009, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft) since 1998. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia ((painful sexual intercourse))") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problem condition: depression") and anxiety ("psychological or psychiatric problem condition: mental anguish"). On (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), back pain ("back pain"), abdominal pain lower ("lower quadrant area pain"), post-traumatic stress disorder ("ptsd"), genital haemorrhage ("genital bleeding") and psychological trauma ("psych injury"). The patient was treated with alprazolam, clonazepam (klonopin) and surgery (total hysterectomy (uterus and cervix removed), bilatral salpingectomy and underwent a vaginal hysterectomy with a bilateral salpingectomy due to complications of device). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, dysmenorrhoea, depression, anxiety, post-traumatic stress disorder and psychological trauma outcome was unknown, the pelvic pain, uterine haemorrhage, dyspareunia, menorrhagia, vaginal haemorrhage, abdominal pain, back pain and abdominal pain lower was resolving and the urinary tract infection and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post-traumatic stress disorder, psychological trauma, urinary tract infection, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as previously reported as she did not undergo essure confirmation test . Diagnostic results (normal ranges are provided in parenthesis if available): salpingectomy - on (B)(6) 2017: results: bilateral removal of fallopian tubes. Diagnostic results: she underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new events-genital bleeding, psych injury were added. Event outcome of pain, bleeding, migration, uti was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dyspareunia ("dyspareunia") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent a vaginal hysterectomy with a bilateral salpingectomy due to complications of device). Essure was removed. At the time of the report, the pelvic pain, uterine haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.